Manufacturer narrative:
Device evaluation: one device was received for investigation. Visual inspection noted: tower enclosure is in good physical condition. Functional testing found: the device ran for 6 minutes before having the interlock alarm go off; only the one alarm not all. During the 6 minutes the device was running it was observed the device was out of calibration. Top socket thermistor was incorrectly seated in top socket. Return tube has a small crack. The heat exchanger block had a bad wire crimp on the three position connector. The complaint was confirmed. Root cause was attributed to the connector that plugs into the printed circuit board (pcb) for the heat exchanger block. It had a bad crimp that would cause the interlock alarm to activate intermittently. A manufacturing device history report (DHR) review was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service in the previous 12 months and there was no indication that the complaint was related to a previous service of the device. Replaced the connector for the heat exchanger block. Also repositioned the top socket thermistor to correct the false readings. Replaced the o-rings, fan guard and return tube per preventative maintenance (pm). Device passed all functional testing after the completed repairs.

Event description:
Additional information was received: event occurred during testing and event date was unknown. There was no patient injury.

Manufacturer narrative:
Additional information: a1, b5, and h6 - health effects codes.

Event description:
It was reported the device runs for about ten seconds and then all the alarms go off. Patient involvement unknown.

Manufacturer narrative:
Date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.